Event description:
A customer reported an issue with a cartridge not fully snapping into their pump. Technical support guided the customer through inspecting the pump and pneumatic tap area, discovering an o-ring on the pneumatic tap, which was then removed. After cleaning the area and ensuring the cartridge was undamaged, the customer successfully reloaded the cartridge and resumed insulin therapy. There was no adverse impact to the customer¿s blood glucose level.